Manufacturer narrative:
Without the serial number we are unable to identify the manufacture date. Repeated requests to the user facility have been unsuccessful in gaining access to the device. Without the serial number we are unable to perform a review of the DHR. A review of the product history reveals this device to be a reliable component of electrosurgery and there is no evidence to suggest a device defect or malfunction. Although we have been unable to confirm the event the most likely cause is related to the inherent risk with the pain stimulator. Device labeling cautions that use of electrosurgical devices can cause severe electromagnetic interference in other devices and precautions should be taken.

Event description:
Pt had pain stimulator on their back and believe pad made device stop working.